Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the customer information provided and the instrument data. No product problem was identified. Review of the instrument data log did not indicate an issue with instrument performance during the time of testing. Review of additional instrument files indicate that there was abnormal sample aspiration. There is no indication that any other samples were affected. The cause of the event is unknown. The system is operational. The device is performing according to specifications. No further evaluation of device is necessary.

Event description:
A discordant elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician. A new sample was drawn two hours later and was processed on the original instrument. Both patient samples were reprocessed on an alternate dimension exl with lm instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated cardiac troponin I result.